Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient reported that they experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. The patient didn't experience any symptoms and the cgm reading was 93 mg/dl and the bg reading was 50 mg/dl. Then the patient lost consciousness. The son called the ambulance and the paramedics treated the patient with 250 cc of intravenous (IV) fluid. The patient was taken to the hospital and treated there with 2000 cc of glucose fluid and the bg reading was 150 mg/dl and there was no cgm reported. The patient was discharged the same day. At the time of the report the patient was fine. No other details were documented. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.